Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿4 before use: warning infection control risk: properly reprocess the product before first and each subsequent use the following instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ ¿damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the patient was admitted to the hospital due to difficulty urinating for a week and was diagnosed with benign prostatic hyperplasia. The patient underwent minimally invasive prostatectomy/prostate enucleation and during the surgery, the magnetic head on the sheath of the telescope slipped and could not be removed from the urethra. Therefore, the magnetic head of the prostatectomy scope was removed by cutting the bladder through the pubic symphysis. The procedure was delayed about 30 minutes. Exploration of the body cavity was performed to confirm no fragment remained. The patient recovery was good and is discharged. No other complications were reported.